Event description:
As reported by the edwards field representative, the patient was noted to have experienced a cerebrovascular accident (cva) immediately post tavr. Due to the patient being under general anesthesia during the procedure it could not be determined exactly when the cva occurred. When the physician tried to wake the patient up in the intensive care unit they noticed her left side was limp. The patient was immediately taken for a CT angio, which revealed an occlusion.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Despite multiple attempts, medical records for the event have not been received. If the medical records can be obtained the complaint will be reopened and the information will be assessed at that time. Per the instructions for use (IFU), permanent or transient neurological events are potential adverse events associated aortic valve replacement and bioprosthetic heart valves. There are multiple factors that could cause or contribute to a stroke including thrombosis and narrowing of blood vessels in the brain or leading to the brain. Major risk factors for stroke include carotid disease, htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. In this case, the exact cause for the reported stroke cannot be confirmed; however, there is no allegation of a device malfunction in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.